Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, silicone migration, rupture.

Event description:
Distributor reported right side "intracapsular rupture", "internal pain and inflammation", "nodular image", "infiltrates compatible with silicone", "periprosthetic fluid." The device has been explanted and discarded.